Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any piece(s) of the needle fall into the patient¿s tissue? No . Was the needle piece(s) retrieved? Na . What measures were taken to retrieve the broken piece? Unk . Was there any additional tissue damage as a result of searching for the needle piece? There is no report on this . Were x-rays taken to locate the needle piece(s)? Unk . At what location was the needle found? Unk . Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Unk . Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No . If retained, what is the surgeon's opinion of consequences to the patient? Na . What in the physicians opinion are the factors contributing to the event? Needle quality.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke while suturing in the myoma of the uterus operation. The breakage location was around 1/3 from the needle tail. The broken piece was retrieved from the patient. Another like device was used to complete the procedure with no adverse patient consequences. Additional information was requested.